Event description:
The dentist reported that 3 weeks after the dental implant was placed in intra-oral region #7 of the pt, it was verified its non-osseointegration. Pt presented insufficient bone quality (bone type IV), so bone graft was executed. Immediate load was performed.